Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but is not anticipated to be available. (B)(4).

Event description:
A doctor reported that three knives exhibited barbs on the blades during separate surgeries. The procedures were able to be completed without delay and with no patient impact. Additional information has been requested.